Manufacturer narrative:
Correction on initial report: b.4. Additional information provided: d.10. The customer¿s report of broken tubing set distal end was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection revealed broken off 10ml bd syringe¿s male luer tip (bd1 concomitant) and it lodged inside the extension set¿s female luer inlet port. Clear fluid was also observed in the tubing throughout the set. Closer inspection under magnification observed signs of stress marks on the surfaces of the breakage. No anomalies or damages were observed. Functional testing could not be performed as syringe¿s male luer tip lodged inside the extension set¿s female luer. The root cause was not identified at this time. A device history record could not be performed due to no lot number was provided by the customer.

Event description:
It was reported that the tubing set distal end was broken upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing set distal end was broken upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.